Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2014. According to the complainant, at the start of heating phase, a noise was heard coming from the cassette. A subsequent fluid loss alarm occurred. At this point, fluid was noted to be leaking from the cervix causing a burn to the vagina. The burn was not classified by the physician but was described as ¿slight¿. The procedure was successfully completed using a second procedure set. The burn was treated with silvadene cream after the procedure and the patient's condition was reported to be ¿fine¿. An additional attempt has been made to obtain follow-up event details with no response from the clinician.

Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.